Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation performed.

Event description:
It was reported that the customer experienced ongoing occlusion alarms. Customer's blood glucose (bg) level was 540 mg/dl. A manual injection of insulin was administered to address bg level. Additionally, the customer went to the emergency room (ER) for assistance to treat bg level, however, the customer left the ER without receiving additional treatment. Reportedly, the customer reverted to manual injections for insulin therapy.